Event description:
The report we received from the field indicated that the catheter was used to shoot a diagnostic run-off with the tip seated in the aorta. After contrast injection, the catheter was removed over the wire. After exiting the patient's body, the catheter brite tip separated from the catheter, sliding on the wire, and fell off outside the patient. It was reported that the catheter felt snug over the .035" guidewire used, which is the same wire that the account normally uses with this catheter. It was also noted that the separated edge of the britie tip appeared rough. There was no report of patient injury as the tip came off the catheter outside the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.